Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they continually receive a failed battery test alarm. Customer's blood glucose level was 185 mg/dl. Customer advised they have replaced the battery on their insulin pump 3 times. Troubleshooting for the failed battery test alarm was performed. Customer was advised that the device would be replaced and agreed to return the product for analysis.